Event description:
It was reported that the insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer did not reload the cartridge or insert a new one and was advised to call back to troubleshoot further if the issue recurred.